Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tubing that connects saline to the orange key was loose from the onset of the connection hence could not get the pressure to suck in the saline to the motor from the saline bag and in turn to the handpiece. Identified before procedure (debridement). No patient injury, delay <30mins. Change in surgical technique required to perform the procedure.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed no problem found with his device. Functional inspection was performed and showed the feed line tubing was easily removed from the feed line fitting of the pump cartridge. There appeared to be adhesive residue within the feed line at the connection point. Root cause is determined to be an application error. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.